Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black particles are blowing from the device, and the device makes noise during operation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges black particles are blowing from the device, and the device makes noise during operation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of serious or permanent harm or injury. There were no errors found, and unit got scrapped the device was returned to a manufacturer the technician confirmed no particles in the device evaluation. Date returned to mfg and date received by mfg are updated. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.